Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: d1, d2, d3, d4, g4 ¿ 510k: this report is for an unk - screws: locking/unknown lot. Part and lot numbers are unknown; UDI number is unknown. D9: complainant part is not expected to be returned for manufacturer review/investigation, part was discarded by the facility. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in japan as follows: it was reported that on (B)(6) 2023, the patient underwent an unknown surgery with the va-clp (cs2) for a clavicle shaft fracture. After the surgery, it was confirmed that the 4 distal screws were broken off just under the plate. On (B)(6) 2024, a revision surgery was performed. In the revision surgery, all the plate and screws were removed, and a va-clp (cs3) was used for fixation. All the broken screws were removed. The revision surgery was completed successfully with no surgical delay. Patient consequences: stable the surgeon commented as follows: it is possible that the screws broke off when the patient fell down and put out his/her hand out while getting out of the car last week. No further information is available. This report is for one (1) unk - screws: locking this is report 1 of 4 for complaint (B)(4).